Event description:
Philips received a complaint on the v60 ventilator indicating that the touch position of the touchscreen is off. It is unknown if the device was in use at the time of the reported problem. No patient or user harm reported. The customer attempted a touchscreen calibration. This investigation is ongoing.

Manufacturer narrative:
The customer attempted a touchscreen calibration. A field service engineer (fse) attempted to contact the customer several times by phone to follow-up on the quote provided for onsite service and a replacement touchscreen. After multiple attempts to contact the customer, the fse canceled the quote on 15jul2024. We are unable to confirm the alleged device issue or final disposition of the device due to the customer lack of response, refusing service. No further work was performed by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.